Event description:
It was reported that obstruction within the device and patient death occurred. The target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery (lad). A 1.75mm rotapro and rotawire drive were selected for use in the percutaneous coronary intervention (pci) procedure. Ablation was performed with rotapro burr. During removal, the burr was stuck in the rotawire inside the patient. The rotapro and the rotawire were removed together as one unit from the patient. The patient condition suddenly changed and became ventricular fibrillation. After cardiac massage, the patient stabilized, and a 3.00 x 48mm synergy xd drug-eluting stent was implanted to complete the procedure. After the patient transferred to hcu (high care unit), the patient condition suddenly changed and developed ventricular fibrillation again. An intra-aortic balloon pumping (iabp) and percutaneous cardiopulmonary support (pcps) was inserted, and the patient was monitored. However, it was confirmed that the patient died on (B)(6) 2022. Autopsy result showed that the patient died of stent thrombosis. In the physician opinion, the rotapro treatment might have caused a distal embolus.

Event description:
It was reported that obstruction within the device and patient death occurred. The target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery (lad). A 1.75mm rotapro and rotawire drive were selected for use in the percutaneous coronary intervention (pci) procedure. Ablation was performed with rotapro burr. During removal, the burr was stuck in the rotawire inside the patient. The rotapro and the rotawire were removed together as one unit from the patient. The patient condition suddenly changed and became ventricular fibrillation. After cardiac massage, the patient stabilized, and a 3.00 x 48mm synergy xd drug-eluting stent was implanted to complete the procedure. After the patient transferred to hcu (high care unit), the patient condition suddenly changed and developed ventricular fibrillation again. An intra-aortic balloon pumping (iabp) and percutaneous cardiopulmonary support (pcps) was inserted, and the patient was monitored. However, it was confirmed that the patient died on (B)(6) 2022. Autopsy result showed that the patient died of stent thrombosis. In the physician opinion, the rotapro treatment might have caused a distal embolus.